Event description:
It was reported that a patient underwent an open repair of an incisional/ventral hernia on (B)(6) 2012 and mesh was implanted. Postoperatively, the patient developed a hematoma on (B)(6) 2012. The hematoma was removed on (B)(6) 2012.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.